Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received multiple sensor updating, lost sensor signal, and change sensor alerts. Troubleshooting was performed, and the customer was advised to remove and change the sensor. During troubleshooting, the customer reported that their current blood glucose was high at 400 mg/dl. She washed her hands and tested again, and it was 358 mg/dl. Customer treated with a bolus. Troubleshooting for high blood glucose was declined. The sensor will be returned for analysis. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and found sensor cannula contact pad damaged (wrinkled) unable to confirm customer received sensor in said condition due to customer returned opened and used.